Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 17.9cm distal of the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
Reportable based on device analysis completed on 13apr2021. It was reported that a shaft break occurred. A 3.00mm x 15mm nc emerge was used for treatment, but at the end of use the balloon broke at the catheter towards the screwing point of the inflator. No patient complications resulted in relation to this event. However, the device returned and analysis revealed and confirmed a complete separation at 17.9cm distal of the strain relief.